Manufacturer narrative:
Block b3: exact date unknown, event occurred for months from the date manufacturer became aware of the event.

Event description:
It was reported that the patients implantable pulse generator (ipg) would not charge. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was discarded by the medical facility.